Manufacturer narrative:
B2: date of death: used the first day of the event month as the date of death as it was unknown. B3: date of event: used the first day of the event month as the event date as it was unknown. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient died. In (B)(6) 2020, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 90% stenosis and was 30 mm long, with a reference vessel of 3 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the patient was discharged on clopidogrel. In (B)(6) 2025, the patient died. The primary cause of death was unknown, and it was unknown if an autopsy was performed or not.